Event description:
It was reported that the stair tread/track would not engage due to a broken latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.